Event description:
Reportedly, an abnormal error message was displayed during software upgrade of the subject programmer. The error message states that: ¿an error occurred while trying to rename a file in the destination directory: move failed: code 183¿.preliminary analysis showed that the issue could result from various factors (data corruption in the system, use case, ¿). The exact root cause cannot be identified at this stage of the analysis.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, an abnormal error message was displayed during software upgrade of the subject programmer. The error message states that: ¿an error occurred while trying to rename a file in the destination directory: move failed: code 183¿. Preliminary analysis showed that the issue could result from various factors (data corruption in the system, use case. The exact root cause cannot be identified at this stage of the analysis.